Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00320 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient was implanted with an optease filter. Three months and a day post implantation, the patient underwent a procedure to remove the device. The attempt failed secondary to the device having tilted and migrated after placement. The patient has suffered medical expenses, pain and suffering, loss of enjoyment of life, and other losses. The following additional information received per the patient profile form (ppf) indicates that the patient had the filter removed five months and five days post implantation. The patient also reports to be suffering from emotional distress and fear. According to the information received in the medical records, the patient has a history of deep vein thrombosis (dvt). The filter was placed pre-operatively to upcoming lumbar spinal surgery. During the implantation procedure, the infrarenal inferior vena cava¿s diameter was approximately 21.4mm. The filter was deployed at the l1-l2 level without complications. The patient tolerated the procedure well.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient was implanted with an optease filter. The information provided indicated that the patient underwent a failed retrieval attempt followed by a successful retrieval attempt. The first attempt occurred three months and a day post implantation, the attempt failed secondary to the device having tilted and migrated after placement. The patient has suffered medical expenses, pain and suffering, loss of enjoyment of life, and other losses. The second successful retrieval occurred five months and five days post implant. The patient is also reported to have experienced anxiety. The indication for the filter implant was a history or deep vein thrombosis and was pre-surgical for lumbar spine surgery. The filter was placed via the right femoral vein and deployed with the superior tip at the l1-l2 level without complications. The procedural details for the removal attempts have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the tilt and migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, tilt, migration and retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.